Event description:
The following was reported to gore: on (B)(6) 2021, patient underwent an endovascular aneurysm repair procedure utilizing a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg conformable) and two gore® excluder® aaa endoprosthesis (contralateral legs). On (B)(6) 2026, field sales associate was notified by physician that the patient will undergo tambe procedure utilizing a gore® excluder® thoracoabdominal branch endoprosthesis due to the conformable excluder graft pulling out of the neck distally by 15.5 cm and into the bifurcation with no issues reported with the contralateral legs. Physician did not provide a cause for the migration but assumes the aortic neck was not healthy enough at original implant. On (B)(6) 2026, patient will undergo reintervention procedure with tambe device realignment of the trunk ipsilateral leg conformable and connect the bottom into the contralateral limbs with a distal bifurcated component (dbc). The patient tolerated the procedure. Physician stated cause of device migration was factor of disease progression, anatomical challenges (tortuosity/calcium), and massive type 1a endoleak due to aneurysm expansion with diameter of 64 mm x 67 mm.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: one time point available for evaluation: post-implantation cta dated (B)(6) 2026. Aortic diameter just distal to the right renal artery (rra) appears to be 28.7 mm. There appears to be some thrombus at this level in the abdominal aorta. Aortic diameter ~8 mm distal to the rra appears to be 31.7 mm. Aortic diameter 15 mm distal to the rra appears to be 37.5 mm. The length from the rra to the proximal circumferential device appears to be 12.5 cm ¿ 13 cm. Maximum abdominal aortic aneurysm diameter appears to be ~64 mm x 67 mm. Cannot confirm disease progression or aneurysm growth with one time point. Patient anatomy at the distal aorta into the common iliac arteries appears to be highly angulated and almost folded in half. Some diameters, at the angulation, in the limb extending into the rci appear to be ~4.8 mm, and 5.8 mm. Cannot rule out irregular patient anatomy at the aortic/iliac junctions could be a factor in pulling the implanted device distally of original implantation site. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.